Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). Problem statement: customer reported complaint on erroneous results related to high apc fluorescence. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 21oct2019 to date 21oct2020. Complaint trend: there are 6 complaints related to erroneous results; date range from 21oct2019 to date 21oct2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file # (B)(4), were reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer observing high apc fluorescence was incorrect compensation settings. During a service call the customer was asked to record the beads that produced high results during a cs&t test. During this, the customer found that the compensation settings were incorrect. After adjusting the settings the instrument was rebooted, tested, and functioning as expected. No parts were requested for evaluation since nothing was repaired or replaced. Although the unexpected results were from patient samples, the results were not used in the treatment or diagnosis of a patient. Proper setup and calibration of compensation controls can be found in bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00, page 106. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2010. Defective part number: n/a. Work order notes: subject / reported: (B)(6)- bd facscanto ii - high apc fluorescence. Problem description: the customer notes that the mfi for the second rainbow bead peak is higher than expected. The instrument is able to pass cs&t without warnings. Work performed: asked to export the latest cs&t report (customer said it passed), asked to record cs&t beads within their standard experiment. Asked to record the rainbow beads that give the 'too high' results. Customer found that the compensation settings were not set up correctly. Cause: wrong compensation values. Solution: after changing the compensation settings, the instrument was able to succeed the customer's own qc again. The instrument is functioning within specification. Returned sample evaluation: a return sample was not requested because no parts have been replaced. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (daq) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in (B)(4) whereby the unexpected result is due to improper setup of the instrument. Assuming the instrument is setup per proper guidelines the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes , no. Item: dual-port ram (fpga digital delay) . Function: provides adjustable digital delay for inter-laser signals. Potential failure mode: digital values do not change, or are not delayed properly. Potential effect(s) of failure: parameter data values are incorrect or channel does not trigger. Compensation for inter-laser displacement cannot be achieved. Corrupted (attenuated) data. Potential cause(s)/mechanism(s) of failure: dual-port ram and/or channel fpga/dsp. Current controls: instrument setup/calibration (qc) fails. Severity: 8. Occurrence: 2. Detection: 2. Rpn: 32. Mitigation(s) sufficient yes /no? Root cause: based on the investigation results the root cause was due to improper setup of compensation settings. Conclusion: based on the investigation results, the root cause of the customer observing high apc fluorescence while testing was improper compensation setup. During a service call the customer was asked to record the beads that produced high results during a cs&t test. During this, the customer found that the compensation settings were incorrect. After adjusting the settings the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h.10.

Event description:
It was reported that during use with bd facscanto¿ ii there were erroneous results with the rainbow bead peak on patient samples. There was no reported patient impact. The following information was provided by the initial reporter: the customer notes that the mfi for the second rainbow bead peak is higher than expected. The instrument is able to pass cs&t without warnings. At this time I'm not fully certain about impact on patient results, but since the instrument passes the cs&t performance check without warnings, I can say that the instrument is technically functioning within specification. Additionally, the fse provided the following additional information: asked to export the latest cs&t report (customer said it passed), asked to record cs&t beads within their standard experiment. Asked to record the rainbow beads that give the 'too high' results.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facscanto¿ ii there were erroneous results with the rainbow bead peak on patient samples. There was no reported patient impact. The following information was provided by the initial reporter: the customer notes that the mfi for the second rainbow bead peak is higher than expected. The instrument is able to pass cs&t without warnings. At this time I'm not fully certain about impact on patient results, but since the instrument passes the cs&t performance check without warnings, I can say that the instrument is technically functioning within specification. Additionally, the fse provided the following additional information: asked to export the latest cs&t report (customer said it passed), asked to record cs&t beads within their standard experiment. Asked to record the rainbow beads that give the 'too high' results.